Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to elevated metal ions and pin can bone screws were not seated and metal liner was inserted in wrong position. Additional implant removed was articul/eze metal on metal head 1365-50-000 36-2. Pinnacle cup, metal liner, two-screws, and metal head were explanted and new cup, liner, screws and head were implanted.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
After review of the medical records, it has been determined that this product has been reported twice. This duplication is an error. This report will be rejected.